Event description:
It was reported that balloon detachment occurred. During removal of a 2.00mm x 15mm emerge balloon catheter from the packaging, the balloon was detached from one of the segments of the device. The procedure was completed with another of the same device. There was no patient involvement.

Manufacturer narrative:
An emerge balloon catheter was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 112.5cm distal of the strain relief. The balloon was tightly folded with the balloon protector still in place. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment occurred. During removal of a 2.00mm x 15mm emerge balloon catheter from the packaging, the balloon was detached from one of the segments of the device. The procedure was completed with another of the same device. There was no patient involvement.